Manufacturer narrative:
The reported event was confirmed, however, the cause is unknown. The sample was evaluated and it was observed that multiple tears on the shaft were present that allowed water to leak out. The tear was evaluated under a microscope and was noted to be sharp and rough. The appearance of the tear looked like something that was exposed to some mechanical force or sharp object from the outside. A potential root cause for this failure mode could be user related (example: contact with sharp object/mechanical failure/operator error/thin rubberize layer). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "1. Method for use: (1) do not inflate the balloon in the urethra. (The urethra may be injured) (2) do not pull the catheter hard. (The bladder/urethra maybe injured) 2. Applicable patients (1) patients with delirium who might pull out catheter (when patient tugs at catheter unconsciously, the bladder and urethra may be damaged). Contraindications 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) do not use on patients who are or have been allergic to natural rubber latex.."

Event description:
It was reported that the water leaked from a location near the balloon when the user injected water into the balloon after placement of the device.

Event description:
It was reported that the water leaked from a location near the balloon when the user injected water into the balloon after placement of the device.

Manufacturer narrative:
The reported event was confirmed, however, the cause is unknown. The sample was evaluated and water was observed leaking from the funnel. The sample was examined and a tear was noted at inflation funnel. The tear was examined under a microscope and noted to be long and rough. The tear appeared to have been caused from outside. A potential root cause for this failure mode could be user related (example: contact with sharp object/mechanical failure/operator error/thin rubberize layer/roughly handling during stripping process). We were unable to determine how and when problem occurred. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: " method for use: do not inflate the balloon in the urethra. (The urethra may be injured) do not pull the catheter hard. (The bladder/urethra maybe injured) applicable patients: patients with delirium who might pull out catheter (when patient tugs at catheter unconsciously, the bladder and urethra may be damaged). Contraindications method for use: do not reuse. Do not resterilize. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] Applicable patients: do not use on patients who are or have been allergic to natural rubber latex.".

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the water leaked from a location near the balloon when the user injected water into the balloon after placement of the device.